Event description:
Removed nail and put in a stemmed revision femur. Additional information received on (B)(6) 2013 from the rep reported that the patient fell which caused the bone to fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.